Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. Regarding the reported issue (broken forceps elevator), the forceps control lever did not move smoothly due to deformation. In addition, service found the grip was scratched, the air/water cylinder was discolored, the lock engagement lever was shaved, the switch box was scratched, the electrical connector was discolored, the insulation resistance value was out of specification due a damaged bending section cover, the connecting tube was cut, the distal end was stained, the adhesive on the light guide lens was peeled off, the adhesive on the objective lens was peeled off, the distal end was shaved, there were traces of corrosion, and the coating on the universal cord was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had a broken forceps elevator. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the forceps elevator around was insufficiently reprocessed immediately after procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet.¿ ¿3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.